Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, which provided pump reset information and assisted in resetting the device. The malfunction code did not recur, allowing the customer to continue using the pump as before. Customers were advised to contact support again if the issue reappears, and they acknowledged and understood these instructions.